Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. The pump and partial catheter were returned to the manufacturer. Analysis of the pump on 2016-oct-25 revealed high battery resistance. As per the pump's log a reset, low battery reset, and safe state had occurred on (B)(6) 2016 at 06:59. Also per the logs the following medications were being administered as of (B)(6) 2016: hydromorphone with concentration 4.4 mg/ml at a dose rate of 1.1091 mg/day and bupivacaine with concentration 8.0 mg/ml at a dose rate of 2.0165 mg/day. Analysis of the catheter on 2016-oct-25 revealed coring/tears/cuts in seal regarding the sutureless catheter connector; leaking was seen (met leak criterial per ndhf1162-113599). (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The pump was noted as having been replaced because of a stall and they wanted to sync the new pump to the patient's personal therapy manger (ptm).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted infusion pump containing hydromorphone (4.4mg/ml dispensing 1.1091mg per day) and bupivacaine (8mg/ml dispensing 2.0165mg per day). Indications for use included lumbar radiculopathy and spinal pain. On (B)(6) 2016, the hcp reported that the patient's pump was alarming and was in minimum rate mode. Pump logs indicated that low battery reset and safe state occurred on (B)(6) 2016. The patient's symptoms included increased pain, "feeling like crap," and diarrhea. It was later reported by the patient via a manufacturer representative that they were able to restart the pump on (B)(6) 2016. When the pump was read on (B)(6) 2016, it appeared to still be running. The pump was then explanted on (B)(6) 2016 and returned for analysis. The issue was stated to be resolved and patient status was alive - no injury.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.